Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for spinal pain. On 2019-sep-20, it was reported that the patient's pump was alarming. The patient reported that they were supposed to get their pump refilled on (B)(6) 2019 or (B)(6) 2019. However, the refill was cancelled due to insurance reasons. The patient stated that they were already out since then. According to the patient, the alarm goes off 20 minutes to the hour, every hour. No symptoms were reported. No further complications were reported.